Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found with a damaged switchboard assembly. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was repaired on-site at the customer facility by a baxter field service technician, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be physical damage to the switchboard assembly. To correct the condition, the switchboard assembly was replaced. If any additional information is received, a follow-up MDR will be sent.